Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported per her mother, the patient has performed excellently with her implant and is currently enrolled in a mainstream classroom. This past weekend, the patient reported difficulty understanding with her speech processor. External equipment was exchanged and troubleshooting performed; however, the patient still reported poor sound quality and/or no sound from her device. Some pain with speech processor use was also noted. No accidents or health changes were noted prior to onset of symptoms. Testing confirmed that the device has malfunctioned.